Manufacturer narrative:
Concomitant products: e ringer's solution, nicorandil, urokinaseqn#1900044730. Evaluation: no product was returned for evaluation. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of helium loss alarms is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that the event occurred in the angiographic room at 22:00 on (B)(6) 2016. The intra-aortic balloon (iab) catheter was inserted via the teflon sheath into the patient's left femoral artery without problem. Soon after the intra-aortic balloon pump (iabp) therapy began, the pump (acat-1, s/n (B)(4)) immediately alarmed "helium leak alarm." At this time the user checked and reconnected the tube however, "helium leak alarm" occurred again. Therefore, the iab catheter was removed. The sheath and spring wire guide were removed together with the iab catheter. A second iab was inserted. The removed iab catheter was checked after procedure, but no rupture or damage of the catheter was confirmed. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was a 15 minute delay / interruption in iabp therapy. The patient outcome is good. Concomitant treatment: poba (plain old balloon angioplasty), ptcr (percutaneous transluminal coronary revascularization).

Manufacturer narrative:
Concomitant medical products: e ringer's solution, nicorandil, urokinase. (B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the event occurred in the angiographic room at 22:00 on (B)(6) 2016. The intra-aortic balloon (iab) catheter was inserted via the teflon sheath into the patient's left femoral artery without problem. Soon after the intra-aortic balloon pump (iabp) therapy began, the pump (acat-1, s/n (B)(4)) immediately alarmed "helium leak alarm." At this time the user checked and reconnected the tube however, "helium leak alarm" occurred again. Therefore, the iab catheter was removed. The sheath and spring wire guide were removed together with the iab catheter. A second iab was inserted. The removed iab catheter was checked after procedure, but no rupture or damage of the catheter was confirmed. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was a 15 minute delay / interruption in iabp therapy. The patient outcome is good. Concomitant treatment: poba (plain old balloon angioplasty), ptcr (percutaneous transluminal coronary revascularization).